Event description:
It was reported to philips that the battery for the device failed to calibrate in the cadex charger. There was no patient involvement.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery for the device failed to calibrate in the cadex charger. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, suggesting a partially charged battery. Upon evaluation of the component, it was verified that the battery prompted a ¿fail 128¿ error code when inserted into a known working cadex charger. The ¿boost¿ function was attempted multiple times, but the process yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after the battery subsequently failed to trickle-charge. Due to this abnormality, the battery was determined to be faulty and the component was scheduled to be returned to the vendor.